Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, periodontal disease, local infection/subacute chronic osteitis, peri-implantitis, infection (B)(6) are same patient).